Manufacturer narrative:
Tw (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the arm of the acrobat-I stabilizer z did not move smoothly even after loosening its fixing mechanism. A new om-10000 was brought out and used, and it worked without any problems. There was no impact on the patient, such as delays in surgery.